Manufacturer narrative:
(B)(4). The ventilator was returned. The service engineer evaluated the device and verified the reported complaint. When the device was powered on, the display froze at the six picture screen. The single board computer (sbc) printed circuit board (pcb) will be replaced.

Event description:
It was reported that while transporting a patient a ventilator generated a sound, the display froze at the six picture screen and the device would not power off. The patient was removed from the ventilator and manually ventilated. There was no patient harm/injury reported as a result of this event.

Manufacturer narrative:
Covidien reference number: (B)(4). The single board computer (sbc) printed circuit board (pcb) was replaced.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.